Manufacturer narrative:
It was reported that the urinary catheter balloon leaked during inflation. The clinician was unable to inflate the urinary catheter balloon and the device slid out of the patient. A new urinary catheter was inserted without further incident. According to the reporting facility, there was no adverse impact to the patient related to the reported urinary catheter balloon issue. No sample was returned to the manufacturer for evaluation. A root cause was unable to be determined. Due to the reported need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon leaked during inflation.